Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine follow-up, the device was observed to be in back-up vvi mode. A software download was completed successfully, restoring the normal device function. The patient was in stable condition.